Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead exhibited loss of capture. As a result, the ra lead was repositioned successfully. Two hours after the procedure, the patient's blood pressure dropped. The patient underwent an emergency sternotomy due to a perforation of the ra lead. Additionally, the perforation was stitched closed. The ra lead was repositioned and all measurements were appropriate. One day post-implant, all measurements continue to be appropriate. No additional adverse patient effects were reported.